Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the error code e433 occurred on the generator. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.